Event description:
It was reported that during follow-up in clinic, patient presented with high ventricular rate due to noise on their right ventricular (rv) lead. The noise was unable to be reproduce with isometrics. The patient was in stable condition and will continue be monitored.